Event description:
It was reported that during preparation of the large emboshield nav 6 embolic protection system (eps), the filter was not able to be fully loaded into the delivery catheter (dc) pod and bunching and wrinkling was observed on the dc pod. The account reported that there was a break in the support structure of the filter. Therefore, the eps was no used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported pod damage and break of the filter support structure frame was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and break to the filter support structure frame preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.